Event description:
The initial reporter alleged discrepant reactive results for the elecsys hbsag ii assay on the cobas 8000 - cobas e 602 module. The initial sample tested reactive with an hbsag result of 10.41 coi (reactive) and an hbsag-qn result of 0.588 iu/ml. Additional serological results included a-hbs: 18.3 iu/l (positive), hbeag: 0.1 coi (non-reactive), a-hbe: 1.41 coi (non-reactive), and a-hbc: 2.11 coi (non-reactive). A rerun of the sample using abbott and elisa methods produced negative results. Hbv dna testing for the sample was also negative.

Manufacturer narrative:
The reported event occurred on a cobas e 602 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hbsag ii assay performed within specifications. Clinical specificity values for the assay, are 99.91% for initially reactive results and 99.98% for repeatedly reactive results. The investigation was limited due to the unavailability of calibration and quality control data. Additionally, the customer did not perform confirmation testing as recommended. A false reactive result could not be definitively excluded. The root cause of the reported event could not be determined based on the available information. The device remains in operation at the customer site.